Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and emergency room visit. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "to avoid hyperglycemia (high blood glucose): check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that on (B)(6) at 11:41 am, her result was 233 mg/dl with a previous pod. At 1:34 pm, she activated a new pod and consumed 33 grams of carbohydrate. She was unsure of her blood glucose result at that time. She provided the following history: date: (B)(6), time: 2:26 pm, bg result: (no result), bolus: 3.5u; date: (B)(6), time: 5:56 pm, bg result: "high" (>500 mg/dl), bolus: 8.30u; date: (B)(6), time: 9:30 am, bg result: 325 mg/dl, bolus: 3.70u; date: (B)(6), time: 10:00 am, bg result: 282 mg/dl. She did not provide additional blood glucose results. She deactivated the pod on (B)(6) at 10:30 am and stated that the cannula looked bent when she removed the pod. In a follow-up call, the patient stated that after her initial call, she checked for ketones and they were large. She also had bad stomach pains. Her doctor advised her to go to the emergency room, where she received 2 bags of saline intravenously. She said she was not in diabetic ketoacidosis but was dehydrated. She was not admitted to the hospital.